Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose level of 380 mg/dl and administered 30 units of subcutaneous insulin via pen. The glucose level remained elevated until new supplies were placed, and no alarms or alerts occurred. Reported symptoms included elevated blood glucose. Outcomes included user education and troubleshooting, with instructions provided to monitor blood glucose levels and call back if issues recurred. The investigation included a review of the user-reported device function and guidance for infusion set assessment. Investigation of this case revealed no observed infusion set leak or tubing bend and no device alerts, and the cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.